Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned as it remains implanted in the patient¿s eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable as the iol remains implanted in the patient's eye. It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s eye therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt300 20.5 diopter intraocular lens (iol) model was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The implanted iol rotated due to an unspecified patient issue and was repositioned on (B)(6) 2019. It was reported no surgical/medical intervention was required. The lens remains implanted in the patient¿s eye. No additional information was provided to johnson & johnson surgical vision.